Event description:
Customer reported that the buttons on the insulin pump are sticking and hard to press. Customer also stated that the screen is scratched it might have hit the counter. Customer is able to read the screen, but sometimes she has to move it around to read it. Last blood glucose value was 148 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The device was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, and cracked reservoir tube lip.